Manufacturer narrative:
Insulin pump was received not stuck in the manufacturing mode. Insulin pump was received with no button response due to corroded keypad traces. However, the keypad traces was cleaned and used a test keypad overlay with keypad dome switches and the insulin pump passed the active current measurement, self-test and displacement test. Insulin pump failed leak test from the keypad overlay. No blank display during testing. The battery tube connector plugged in properly to printed circuit board during visual inspection. Insulin pump was received with a high sleep current measurement due to corroded on the keypad noted. Insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s parent reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 200 mg/dl. Troubleshooting for keypad anomaly was performed. Customer¿s parent advised the display screen would blank out, come back and then alarm would continue to sound. Customer had a stuck button alarm and they did not press button for three minutes or longer. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.